Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Investigation flow: functional/device interaction. Visual inspection: the inserter for ti elastic nails (p/n 359.219, lot number: 9263066) was received at us cq. Visual inspection of the complaint device showed that one of the chuck teeth had fallen out. Functional test: a functional assessment was performed on the device. Upon disassembling and assembling the device, all teeth stayed in place and did not fall out. No defects were identified. The complaint was not able to be replicated. Complaint confirmed? No. Investigation conclusion: this complaint is not confirmed as no device defect was found. A possible root cause for the received condition is that upon assembling the device after sterilization, the chuck teeth were not put into the proper position, thus allowing them to fall out. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot part: 359.219, lot: 9263066, manufacturing site: hägendorf, release to warehouse date: feb 27, 2015. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. UDI and lot number updated. Date rec¿d by MFR: date updated. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Initial reporter is company representative. The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during evaluation at the loaner department on (B)(6) 2019, the inserter for titanium elastic nails was found broken. There was no patient involvement. This complaint involved one (1) device. This report is for one (1) inserter for ti elastic nails. This is report 1 of 1 for (B)(4).